Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported that the patient experienced facial dyskinesias, twitching, and increased tone. An x-ray was performed which identified a broken catheter. As a result, a revision of the pump and catheter were performed. It was noted that the patient had a history of dystonic cerebral palsy. The device had been removed to avoid in-vivo battery depletion. There was no patient injury. The patient recovered without permanent impairment.

Event description:
It was reported that a catheter break occurred in the distal segment, likely at the anchor. A dye study was done. A catheter replacement was reported. It was unknown if any patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The event was indicated to be associated with catheter serial # (B)(4). The device system was used to deliver lioresal. The cause of the event, patient symptoms, and final patient outcome were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).